Event description:
It was reported that a patient had slid off the surgical table using a dhp810 with the vinyl side facing the table and the non-woven against the patient. It is unknown if there were any adverse consequences.

Manufacturer narrative:
The product has not been returned to the manufacturer for evaluation.